Event description:
It was reported that a wireless battery module was damaged due to fluid intrusion. Any patient involvement, injury, or medical intervention is unknown.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported symptom. Evidence of corrosion was revealed on the wireless module flex and radio printed circuit boards as a result of fluid intrusion, rendering the unit irreparable. The device was retired.